Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with striae in left eye. A flap lift and smooth was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry visual acuity in left eye. It was reported that symptoms resolved on (B)(6) 2018 after the flap lift and smooth. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -6.25 x -1.75 x 6, left eye pre-op 20/20 -6.25 x -2.00 x 3.